Event description:
During a laparoscopic gastric bypass procedure, the device delivered an incomplete staple line. The operating room time was extended by one hour to repair the staple line. There were no additional pt consequences reported.